Event description:
During an in-clinic follow-up, there was an increased capture threshold and dislodgement observed on the right ventricular (rv) lead. Diagnostic imaging was completed and confirmed the dislodgement. The rv lead was capped and a new rv was implanted. The patient was stable.